Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to corroded connectors j2007 and j2008 on the monitor aux pca. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the corroded connectors.

Event description:
A us distributor contacted zoll to report that a patient's monitor displayed a wrench code.